Event description:
It was reported that approximately five weeks post implant,  the patient experienced a cephalosporin-susceptible enterobacter pocket infection. The  implantable pulse generator (ipg) was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.